Event description:
The customer contacted abbott reporting they were unable to calibrate the axsym rubella igg assay with a new lot of rubella reagent. The customer attempted to calibrate the rubella assay with two different lot of reagents and obtained calibrator a too high, error message. The abbott customer technical advocate reviewed error message history, maintenance history and other troubleshooting with the customer and sent a new lot of reagent. Upon recalibration with the new reagent lot, the customer obtained the same error message. As a troubleshooting procedure, the customer spun the calibrator a, assayed the calibrator and a successful calibration was achieved. The customer was sent a new lot calibrators and the calibration was unsuccessful, therefore, the calibrators were returned for investigation. There was no impact to pt management reported by the customer.

Manufacturer narrative:
This is an initial report. An investigation is in process. A final report will be submitted when the investigation is complete.